Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained post-paced t-wave oversensing. It was reported that the ICD exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made. The patient was discharged.